Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and body fluid around the helix, which prevented testing of the helix mechanism. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Further visual inspection found the lead tip and helix intact.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead threshold measurement had increased from 1 volt to 3 volts. Review found that the threshold measurement had started to spike three days post implant. It was further noted that on the third day post implant the impedance decreased from 1300 ohms to 900 ohms. An x-ray was taken and a micro-dislodgement was suspected. Subsequently a revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.